Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/23/2024, it was reported by a sales representative via email that an ar-9831 apollorf i90 aspirating ablator tip got charred. This was discovered during a shoulder arthroscopy procedure. The wand was used with the default settings. The case nor the patient were affected, and it was completed successfully using a new wand.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided and visual inspection of the ar-9831 device, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is the probe had been used longer than intended/over-aggressively without proper irrigation flow.